Event description:
The patient was seen in the physician's office and noted to have a rapid heart rate. The next day, during device interrogation, the pacing rate was noted to be 120 bpm in ddd mode with lower rate of 60 bpm. The device was pacing in both chambers at 120 bpm without rate response being programmed on. The rate issue was corrected by reprogramming, and replacement of the ICD device was completed 3 days later.